Event description:
Event description cpi received information that this selute bipolar lead was removed from service due to loss of capture, a sensing issue and inappropriate impedance measurements. A new lead was implanted.